Event description:
In regards to the solution warmer, (sn 10419) (bme 2759) it was found that the reason the device gave the operating room technician a shock is due to a shorted wire to case in the area of the heating element. While the posibility of this exists with all the elements of this nature there are substantial design flaws with this device.in an effort to increase thermal efficiency the top bowl assembly of the device is isolated from the lower post assembly. This in effect has also interrupted the grounding potential for the device. Furthermore, the overall design of the heating element is such that, any disturbance to the wires causes a short to occur to the case.it is my opinion that the combination of these two design problems constitutes a potentially life threatening conditiondevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, electric problem - short circuit, manufacturing. Conclusion: device failure occurred but not related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. The device was not destroyed/disposed of.